Event description:
(B)(6) 2022, tracheoscope was used for sputum aspiration , and the outer surface skin of the distal end of the tracheoscope fell off into the artificial airway, and there was a risk of foreign body remaining in the patient's lower respiratory tract. After that, the user stopped and replaced the air cut cannula and scope. No obvious complications occurred. No harm was caused to the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd module pixels as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) leaky, and the angle wire stretched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: type of report: follow up #1. Coding changed based on the investigation result.